Manufacturer narrative:
Additional information: section h imdrf annex codes & section d concomitant med prod data. Correction: section e initial reporter phone, other occupation & section g report source. Upon investigation of the actual device of this incident, it was determined that the biometric identifier did not work on most stations after the es 1.11 upgrade. A technical support specialist (tss) deployed package 10000445227-00 es 1.8.0 lumidigm update package (build 10). The tss noted that the deployed package did not resolve the bio ID delay issue. The deployed package did not automatically trigger a reboot, so a manual reboot was required. The tss identified that the issue was actually caused by a production issue (pi 1390529). The tss followed the knowledge article titled ¿v1.11 ¿ slowness in workflow after upgrading device. Memory spikes detected¿ to resolve the issue. The tss rebooted the stations, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, bio ID had not worked on any stations after upgrading to version 1.11. When attempting to scan a fingerprint (noted on stations 8se and 8sw), the fingerprint scanner image turned static and the station froze. As a result, nurses were required to log in manually, as bio ID was unavailable. The customer had attempted a reboot and cable reseat; however, the issue persisted. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, bio ID had not worked on any stations after upgrading to version 1.11. When attempting to scan a fingerprint (noted on stations 8se and 8sw), the fingerprint scanner image turned static and the station froze. As a result, nurses were required to log in manually, as bio ID was unavailable. The customer had attempted a reboot and cable reseat; however, the issue persisted. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.